Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, the plunger was removed by accident, before the needles were deployed into the vessel. The foot already had been deployed and it was noticed that no sutures were visible. The physician was surprised by the easiness of pulling out the plunger, too early. The feet were retracted and the proglide was removed from the patient. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint of no suture was visible was confirmed because the plunger was removed by accident before it was depressed. Based on the results of the investigation, the device preformed according to specifications; therefore the cause for this complaint is due to user error. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.